Event description:
It was reported that the call doctor icon was flashing red. Boston scientific technical services (ts) was contacted, and ts helped send a device transmission. Later, when checked, there were no alerts seen on latitude. The device and leads remain in service. No adverse patient effects were reported.